Event description:
Pt had initial breast implantation in 1983. Underwent closed capsulotomy x3 to remove contracture. Suspected rupture and recurrent capsular contracture necessitated removal. Upon removal, rupture of left implant confirmed.